Event description:
As reported to dist by visiting nurse, mother was checking on twin about 9:00 a.m. 11/29/93 and found second twin unresponsive, mother reported bradycardia light illuminated but apnea monitor was not alarming.